Event description:
It was reported to MFR that the vns pt was feeling that the stimulation was more intense than it had previously felt after a follow up visit with the physician. The reporter indicated that no setting changes were made at the office visit. Additional info was received which revealed that after reviewing diagnostic history on the sites hand held, and high lead impedance was noted on a diagnostic test performed on the pts device. No additional info was available. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.